Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a blade was without an edge and could not penetrate the eye normally therefore, the condition of the product could not be verified. Photos attached to the parent complaint were reviewed by the manufacturing site. Two photos are of a pak and box label and one photo is of two packaged knives. The reported product and lot information for this qs file is confirmed. The reported issue of a dull blade cannot be confirmed for the knives in the photos. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that four knives were noted to be without edge and could not penetrate the eye normally during a cataract surgery. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the dull knives were noted while trying to penetrate the patient's right eye. It was confirmed that there was no impact or harm to the patient.